Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after catheter placement the needle wouldn't retract with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: after catheter placement, the needle wouldn't remove due to needle bent.

Manufacturer narrative:
Received three 24ga nexiva units from lot 9162773. The units were received as follows: unit 1: received a catheter-adapter extension set assembly inside an open package. The needle assembly was not returned for evaluation. Units 2 and 3: received two full assemblies within sealed packages. All contents within were intact. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Unit 1: visual examination : traces of blood were observed on the catheter tubing. The needle assembly was not returned for evaluation therefore, its condition is unknown. This is evidencing the needle successfully disengaged (retracted). Visual examination : no evidence of damage was found on any of the received representative units ¿ the needles were not bent. Functional : the units were manually disengaged and retracted. No resistance was felt and no damage was found. Conclusion(s): root cause not determined : no damage was observed on any of the components of the units received and the needle assembly for unit 1 was not received for evaluation therefore, it condition is unknown and the cause to the failure experienced by the customer could not be determined.

Event description:
It was reported that after catheter placement the needle wouldn't retract with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: after catheter placement, the needle wouldn't remove due to needle bent.